Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states she felt dizzy and took 3-4 glucose tablets. She passed out and when she came too, she drank some orange juice. Customer states she didn't check the blood glucose before she passed out but after taking the tablets and orange juice, the bgs were 67. The customer went to an urgent care to have them look at her head from the fall. Customer now has 5 staples in the back of her head. Customer states she was taking cold medicine. Offered to troubleshoot the pump but the customer declined stating it is not pump related. Insulin pump will not be returned for analysis.